Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 10 days after implant placement. The x-ray was provided. The bone quality was type iii. The oral hygiene around implant site was moderate. Pain was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.